Event description:
It was reported that the patient passed away due to heart failure. Loss of capture was observed on the device and the right ventricular (rv) lead. There was no allegation that the device caused or contributed to the patient's death.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.